Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: - did the event occur during one or multiple patient procedures? Multiple patient procedures. - what is the total number of procedures involved? 3. - when was the thread broke easily (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. - when were the needles dislodged from sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. - please provide the source or name of person providing answers to follow-up questions and date information was provided. Clinic nurse (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: was procedure successfully completed? Yes. Were fragments generated? No. The following information was requested, but unavailable: was surgery delayed due to the reported event? No. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: unknown. Is the patient part of a clinical study: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures involved? When was the thread broke easily (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify when were the needles dislodged from sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify h3 investigation summary: the product was returned to ethicon for evaluation. One open box with ten unopened samples were received for analysis. Product code 1696g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to breakage suture were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture keeps breaking, 3 in total so far this week. 2x tip broke off from the thread and 1x thread itself broke easily. Today's case was the tip broke off and then thread broke easily. No adverse patient consequences were reported. Additional information was requested